Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, during the sphincterotomy the cut wire snapped. No part of the device fell off into the patient. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, during the sphincterotomy the cut wire snapped. No part of the device fell off into the patient. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was broken and bent towards the tip. The broken end of the cut wire was found to be blackened/burnt; it appears that the exposed cut wire snapped likely due to being grounded against some part of the scope and/or higher power settings. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context,' likely due to procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.